Manufacturer narrative:
New, updated and corrected information is referenced within the update statements, please refer to update statement dated 06apr2016 in the field. No further follow up is planned. This report is associated with 1819470-2016-00085, since there is more than one device implicated. Evaluation summary a female patient reported the dose window of her humapen ergo ii device was cracked, and the injection button was cracked. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would ensure device functionality with high probability. Therefore, the device was functional at release, and the reported defects were most likely introduced in the field, after the device had been released. There is no evidence of improper use or storage.

Event description:
(B)(4).this solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) female patient. Medical history included blurred vision due to cataract. Concomitant medication included acarbose for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen ergo 2), 18 units twice a day, subcutaneously for the treatment of diabetes mellitus starting on (B)(6) 2006. On an unspecified date, the patient had an unspecified problem with humapen ergo 2 (product (B)(4)/lot unknown). She was hospitalized due to she experienced hyperglycemia; her fasting blood glucose was over 10 and postprandial blood glucose was 29 (baseline and reference ranges not reported). She was discharged on unknown date and was recovering from the event. Information regarding corrective treatment for hyperglycemia was not reported. She was hospitalized many times due to heart stent (unknown cause for this procedure). Then, her blood glucose was still higher; fasting blood glucose was 8-10 and postprandial blood glucose was 11-12 or 14-15. She started to use a second humapen ergo 2 on an unknown date and stopped initial device. In (B)(6) 2016, she had an unspecified problem with her second humapen ergo 2 ((B)(4)/lot 0904d05). Information regarding corrective treatment for blood glucose increased was not reported and outcome was unknown. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of the humapen ergo ii was the patient and her training status was not provided. The general duration of use of the humapen ergo ii was from 2006 to (B)(6) 2016. The first suspect device duration of use was from 2006 and stopped on an unknown date and the second suspect device was from an unknown date to (B)(6) 2016. The first device associated with (B)(4) was not returned. The status of the second device associated with (B)(4) was not reported. The reporting consumer did not know if hyperglycemia and blood sugar increased was related to human insulin isophane suspension 70%/human insulin 30% treatment and did not provide an opinion of relatedness for the humapen ergo ii devices. Update 01-apr-2016: upon review, the case was opened to update the medwatch and (B)(4) required device reporting elements for regulatory reporting; and to add the product complaint numbers to the narrative. Update 06-apr-2016: additional information received on 06-apr-2016 from the global product complaint database added the device specific safety summary for the device associated with (B)(4); added the device was not returned; updated the medwatch and (B)(4) required device reporting elements; and updated the narrative.